Event description:
The customer reported an overinfusion of pitocin. The pitocin drip was started at 0730 at 2 milliunits/min. The concentration was 20 mg/1000 ml and was hung as a primary. Their usual process is to increase the drip by 2 mu/min at intervals of at least 20 minutes. At 1040 the nurse found the 1000 ml bag empty and the rate was 10 mu/min, equal to 30 ml/hr. The patient did not have any back-to-back contractions and had no signs of uterine atony or any other side effects. The nurse then hung a 1000 ml bag of lr at the same rate (30 ml/hr) and within 15-20 minutes 300 ml had infused from that bag. There was no patient harm or medical intervention. The tubing was not saved. Per the biomed, a rate test in asm delivered 37.62 on the 12ml test. When the test ended, there was a slight free flow. No additional patient or event details were provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.